Event description:
Dvra plate was being removed to put on fracture plate due to mid-saft radius fracture (not related to dvr plate). During peg removal, screwdriver tip broke off in screw head. Surgeon had to drill peg out with diamond/carbide drills, extending case by 45 minutes.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A previous investigation found the user may be applying torque force greater than the part capability a contributing factor. A two-year search of the complaint database did not identify a trend. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.